Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (power supply connector problem) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery pack. The cause for the failure was contamination on the battery pca. Additionally, the power supply connector was pulled from the cord. The root cause for the contamination was ingress of an unknown liquid. The root cause for the damaged power supply connector was excessive force. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a patient's battery charger and reported that the charger's power supply connector was broken.